Event description:
Procedure: gastrectomy. According to the reporter: the instrument jaws didn't open after firing. The instrument was resected with the use of another device.

Manufacturer narrative:
(B)(4)